Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave, type b plug intra-aortic balloon pump (iabp) had power failure (code 14). There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the issue stated by the customer with the unit powering up with test code fail #14. The unit was troubleshot and the problem was found to be the drive manifold assembly (0104-00-0031). The unit was disassembled and the drive manifold assembly was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that prior to use , cardiosave, intra-aortic balloon pump (iabp) had power failure (code 14). There was no patient involved.